Event description:
It was reported that the patient presented in clinic to have the pacemaker¿s cybersecurity update alert checked. The health professional attempted to update the patient¿s cybersecurity but during this process, the patient¿s pacemaker went into back-up vvi. The patient went home. Five days later, the patient again presented in clinic and a firmware download was performed and the device was reprogrammed to its original settings. No patient symptoms were noted.